Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a failure to be interrogated. No intervention was reported and patient condition was not provided.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. Based on the information provided, it was observed that the data communication is not functioning, preventing the device from being interrogated. The root cause of the inability to interrogate the device was unable to be determined with the available information.